Event description:
It was reported that the user experienced recurring restart 38 alerts consistent with consecutive motor stalls that did not resolve after priming and rewinding, and a subsequent dry run produced an unable to proceed alert; a replacement was arranged, with education provided on device management and report syncing. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of insulin delivery with transition to backup therapy. Investigation included technical review and customer interview. Investigation of this case revealed a motor stall condition consistent with a device mechanical malfunction. It was concluded that the event was device related and that replacement was warranted.